Manufacturer narrative:
Unit received with no button response due to dog chew marks.

Event description:
The customer reported via phone call that the insulin pump was not working and its chewed up. Customer's blood glucose value was 176 mg/dl at the time of the incident. Customer states the insulin pump had cosmetic damage. Customer stated that no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.